Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient follow up visit this right ventricular (rv) lead was found to be exhibiting noise and oversensing. This rv lead was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.